Event description:
It was reported that the access sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician gained groin access and then performed the transseptal puncture successfully. The physician then inserted the was into the patient, but was having a difficult time completing this. When the physician removed the was from the patient it was noted that the tip of the dilator had split. The device was completely removed from the patient and a new device was used to complete the procedure. The procedure was completed successfully with the closure device implanted in the laa of the patient. The patient is expected to be discharged after one overnight of observation.